Manufacturer narrative:
It was reported that the patient fell because of the breakage of the femoral stem. It did not lead to femur fracture but to pain. The affected cmk stem, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Possible causes of device fracture could include but not limited to traumatic injury, overuse or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved and no patient medical records, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient fell because of the breakage of the femoral stem. It did not lead to femur fracture but to pain. A revision surgery was performed due to this incident.